Event description:
The reporter requested a replacement meter and stated that she had obtained the er1 message several times in the past. She did not have any problem with using the test strip, and said she always got more blood than was needed. She said that on the evening of the event she had gotten a "hi" warning on her meter, and gave herself 20 units reg. When she retested during her contact with the lifescan rep, her test result was 486. She said that she had not taken her insulin that day.